Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700180) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a cti procedure, communication issues with the cable resulted in a procedural delay. It was noted that the ecgs disappeared 5 minutes after attaching the patient tags and the error message "no communication with the amplifier" was displayed. The system was shut down and restarted, which caused the ecgs to reappear but, after 5 minutes, they disappeared again. Several restarts were done but they were all unsuccessful. The error message "amplifier hardware error detected" was also displayed during troubleshooting. The issue was resolved after the fiber optic cable between the dws and amplifier was replaced. It was also reported that an additional error message "switching from navx to voxel mode will disable the communication to the pfa generator" also appeared even though there was no pfa generator and no pfa update on the ensite x dws. The issue was resolved after the fiber optic cable between the dws and amplifier was replaced. The procedure was completed with no adverse consequences to the patient.